Manufacturer narrative:
H3/h6: two used device received for evaluation. As received, a two tubing and buckel set assemblies were returned, one with the infusion site base connected. One cannula was returned; the cannula was observed to be bent from its original position. No other damages or anomalies were observed. No free flow was observed for the occlusion test on the set returned with the cannula. The other set, flow was established. No leaks observed on either returned set. The occlusion test was repeated again with only the tubing and buckle set. No flow was still observed. The complaint of an occlusion, increased line block alarms can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
The customer was reported that the pwd has noticed an increase in line blocked alarms. An attempt to resolve the issue by changing the infusion set was unsuccessful, as the alarm reappeared. This issue has occurred with two different cassettes, resulting in the early use of two cassettes and two infusion sets in efforts to resolve the alarms. There was patient involvement/no harm reported. Evaluation of returned device confirmed the reported issue of occlusion.